Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the insulin pump was off because it was sent to the hospital. Customer¿s blood glucose was unknown. Customer troubleshoot was not performed for high blood glucose level. The insulin pump will not be returned for analysis.